Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: you must enter your transmitter ID correctly into your pump to receive sensor glucose readings.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Reportedly, the transmitter ID was entered into the pump incorrectly and tandem technical support directed the customer to enter the correct transmitter ID into the pump to resolve the issue. However, the transmitter continued to not connect to the pump. Transmitter was replaced to resolve the issue. No additional patient or event information was available.